Manufacturer narrative:
The following other devices were also listed in this report: scorp mob bplate size 7 (ide), cat# 79-1007-cs; lot 3119802. Scorpio +ide #07 10mm ps insert, cat # 78-3-0710-cs; 03546701. Scorpio m-dome patella, cat# 73-0510; lot l678. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain and 'giving way'. An eval of the device cannot be performed as the device remained in the pt (as of (B)(6) 2009) and was not returned to the MFR. Additional info was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported, "the following info was obtained via a phone questionnaire. When the pt was asked "do you have any pain in your knee that has the study knee replacement?" It was noted by the person conducting the phone call, "very occasional mild pain and feeling of 'giving way' ". The date the individual spoke to the pt via phone was used as the event date."